Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 259 mg/dl. Prior to the button error the buttons were frequently unresponsive. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was on their waist and they bent over to pick something up on the floor; the pump alarmed then. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor also, has intermittent express button due to flattened and creased dome switch and traces of moisture was found at the lcd board per our visual inspection. No button error alarms noted. No unlocked lcd keypad connector. No traces of moisture were found at keypad traces. The operating currents are within specification. The insulin pump passed self test, a21 error test, displacement test and basic occlusion test. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump has cracked case at the display window corners and display window, minor scratched lcd window, broken belt clip slot, broken battery cap and stained endcap sticker.